Event description:
The customer reported that a coulter lh 500 hematology analyzer's manual probe was leaking diluent when switching from primary mode to secondary mode. No system errors were generated. The volume of the leak was unknown. The leak was not contained within the instrument and leaked onto the instrument cover. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a gown, goggles and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced a specific pinch valve and tubing to address the leak. Reproducibility and accuracy were verified after the repair. The instrument was returned into operation. The cause of the event was a specific pinch valve and associated tubing. No discrepant results were generated for this event however this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).